Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the disinfection of the actual sample a leak was confirmed in cassette film. The reported event was confirmed during sample evaluation, the actual sample was visually inspected in the microscope and was found a pin hole in the cassette film. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The peritoneal dialysis nurse (pdrn) was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomyacinn (2 grams, intraperitoneal, one time) and gencomyacin (160 mg, intraperitoneal, one time). The pdrn confirmed that there was also a catheter extension procedure performed on the patient. The pdrn stated the doctor recommended this procedure as a preventative measure against a potential infection and was not a direct result of the fluid leak. The pdrn confirmed that despite the prophylactic antibiotics and catheter extension, there were no other symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is in the middle of training on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set and old cycler are available to be returned to the manufacturers for physical evaluation.